Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. Upon investigation the c4 component was shorted, causing high voltage to enter low voltage circuitry, and damaging the components. The root cause for the shorted c4 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.